Event description:
It was reported to philips that no images or degraded images occurred during intervention due to an fdc board failure on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the fdc board and tested the system, returning it to operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).